Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 100 % stenotic lesion was located in the distal right coronary artery (rca). The physician was unable to cross the lesion with the ivus catheter . The 2.0x15mm maverick2 monorail balloon catheter was inflated to 4atms but ruptured on the first inflation. It was noted there was a pinhole at the tip of the balloon. It was further reported that the procedure was completed with this device. There were no reported pt complications. Pt status listed as "good".

Manufacturer narrative:
The device was discarded at the user facility, therefore a returned product analysis could not be conducted. The complaint indicates that the balloon ruptured. A CAPA has been opened to address this issue. A review of the shop floor paperwork did not reveal anything relevant to the complaint. From review of all relevant info, the most probable root cause of this defect is due to a design contraint of the product.